Manufacturer narrative:
The device was returned for analysis. A partial separation of the imaging window from the lapjoint was observed. Impedance testing shows a wave form with presence of transmission line but very weak transduce. During image characterization testing, a poor image appeared in the ilab system. A leak was observed due to the separation. The distal housing of the transducer was observed complete and with no shattered pieces before the flushing process. The lapjoint section was measured within specification. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 14jul2020. It was reported that not clear image was observed. An opticross imaging catheter was selected for use. However, it was noted that the image was blurry, not clear. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial detachment of the imaging window from the lapjoint.